Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high right ventricular (rv) lead threshold was observed. The pacing lead remains in use. No patient complications have been reported as a result of this event.